Event description:
It was reported that on (B)(6) 2018, one of the two anchors was missing. The surgeon placed an anchor but the two anchors of the device came at the same time, he could not "re-arm" the second anchor and thus correctly fix the meniscus. No patient injury or significant time delay reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.